Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that during implant procedure of the right ventricular lead, sensing and capture thresholds were not optimal at multiple sites. The lead was not used and a new lead was implanted successfully. Patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.